Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and it was advised to call back if the malfunction occurred again. The customer acknowledged and understood the instructions.